Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Eventually, the clip was able to be released from the catheter after pulling "sharply" on the mucosa. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Mfg site name (B)(4). Investigation results a visual examination of the returned resolution 360 clip device noted the clip assembly was half deployed, and the clip was not returned with the device. The yoke was still attached to the control wire, but the control wire was cut inside the handle and removed from the device. The control wire was also kinked. The spring in the handle was missing. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Eventually, the clip was able to be released from the catheter after pulling "sharply" on the mucosa. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.